Event description:
It has been reported to philips that the allura system did not display the live images on flexvision. The device was not in clinical use. No patient harm reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not display the live image on flexvision. The fse replaced the flexvision pc and the system started working fine. The problem reoccurred and the fse concluded that the issue was with the software. The fse reinstalled the software and changed settings. After replacement of the flexvision pc and reinstallation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.